Event description:
It was reported that this right ventricular exhibited high out of range impedance measurements, high capture thresholds and noise due to a what appears to be a lead fracture. It was also noted that this cause is likely to be a fall from the patient. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular exhibited high out of range impedance measurements, high capture thresholds and noise due to a what appears to be a lead fracture. It was also noted that this cause is likely to be a fall from the patient. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the anode ring electrode and residual calcification in the helix. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Analysis determined that the impedance measurements may have been impacted by the calcification of body fluids on the anode ring electrode and in the helix. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.